Manufacturer narrative:
A device history record of the reported lot was not performed during this investigation as the lot number ¿23067¿, provided with the complaint is not a valid lot number for any product manufactured at the cardinal facility. All device history records are reviewed and approved by quality prior to release of product. The sample was not provided for evaluation therefore the reported condition could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action. If a sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Initial reporter's email address should reflect: (B)(6) due to character limit restrictions the entire email address could not fit in this field. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the caps were loose and the needles were leaking around the hub. There were no injuries reported.